Event description:
Product analysis was approved for the returned handheld device and software flashcard on (B)(6) 2012. An analysis was performed on the returned flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Attempts for additional information have been unsuccessful.

Event description:
On (B)(6) 2012, a nurse reported that a physician's handheld device was performing slowly during interrogations and diagnostics. This began one month ago. The reporter confirmed that the patients' devices are ultimately able to be communicated with the programming system: it just seems to take long. The nurse was told that the interrogations will take longer with the older model generators, compared to the newer models, and that the handheld device will function slowly, if it contains a lot of data. On (B)(6) 2012, follow up with the physician's office revealed that the wand cord had a kink in it. The office also reported having problems with their handheld device: the black connector piece was twisted and the handheld device had a dark screen. As a result of these issues, the device was failing to communicate with patients' generators. The wand, handheld device, and software flashcard were returned on (B)(4) 2012. Product analysis for the returned wand was approved on (B)(4) 2012. The programming wand performed according to functional specifications. The returned product form indicated that the adaptor cord had a bend, dark screen, and multiple failed interrogations with multiple patients. The software flashcard and handheld device are currently undergoing product analysis. Attempts for additional information from the physician have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.